Manufacturer narrative:
After the event during the technical onsite visit the field service engineer (fse) performed system verification, could not confirm reported event, and confirmed that the system meets service installation record. The system was found working fine. The root cause could not be determined conclusively. Sticky flaps are often reported when line and spot separation are not selected according to the patients cornea conditions. Flap thickness and other factors during procedure may be contributing factors. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported, a sticky flap that was thin/thick and the side-cut did not go up to the surface. Additional information received confirming the flap was thin and sticky. The flap was lifted and procedure completed without patient harm. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.